Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) this serious spontaneous regulatory authority case received via medicines and healthcare products regulatory agency from the united kingdom was reported by a pharmacist as "stress(stress)" beginning on (B)(6)2022, "this has caused him some distress over the weekend(emotional distress)" beginning on (B)(6)2022, "anxiety(anxiety)" beginning on (B)(6)2022, "air bubble in the prefilled syringe, so he stopped and did not receive the full dose of his medication(liquid product physical issue)" beginning on (B)(6)2022, "jamming pen / spring load jammed(device mechanical jam)" beginning on (B)(6)2022, "they didn't get the full dose(inaccurate delivery by device)" beginning on (B)(6)2022, and concerned a 62 years old male patient who was treated with ozempic 1.0 mg (semaglutide) from (B)(6)2022 and ongoing for "product used for unknown indication", novofine plus 4mm (32g) (needle) from unknown start date for "device therapy". On (B)(6)2022, the patient attempted to use prefilled needle and the needle stopped half way injecting the medication and patient immediately withdrew the needle, causing the concern as the patient did not receive full medication. The next day the patient informed general practitioner they agreed there was a fault on the device. It was reported that on (B)(6)2021, patient when pulling the needle out, noticed the contents of the applicator was still half full of solution. Checked the applicator and noticed there was an air-bubble in the solution, the air bubble in the medication could have killed the patient this has caused patient stress, anxiety which caused him some distress over the weekend and was hospitalized. On (B)(6)2022 the outcome for the event "stress(stress)" was recovered. On (B)(6)2022 the outcome for the event "this has caused him some distress over the weekend(emotional distress)" was recovered. On (B)(6)2022 the outcome for the event "anxiety(anxiety)" was recovered. On (B)(6)2022 the outcome for the event "air bubble in the prefilled syringe, so he stopped and did not receive the full dose of his medication(liquid product physical issue)" was recovered. On (B)(6)2022 the outcome for the event "jamming pen / spring load jammed(device mechanical jam)" was recovered. On (B)(6)2022 the outcome for the event "they didn't get the full dose(inaccurate delivery by device)" was recovered. Investigational result: ozempic 1.0 mg batch no: mp5d322. A visual examination of the returned product was performed. The returned sample was examined visually. A large amount of air was present in the cartridge. If the needle was not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem was due to incorrect handling of the product. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed and found ok. The equipment log was reviewed and found ok. The batch documentation has been reviewed and found to be normal. A visual examination of the returned product was performed. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Novofine plus 4mm (32g) batch no: me61047-1 a visual examination of the returned product was performed. Microscopic examination performed. 1 used needle. A visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. Flow rate test to determine the flow through the needle tube. The unused an used needle met specification. During examination of the product, no irregularities related to the complaint were detected since last submission the case has been updated with the following: event start date and stop date (B)(6)2023 was updated for events stress, distress, anxiety, medication had jammed there was an air bubble in the device and did not receive the full dose of his medication. Outcome recovered was updated for events medication had jammed and did not receive the full dose of his medication. Inv results and imdrf coded was added. Narrative was updated accordingly. Company comment: 09-feb-2023: one used ozempic pen with approximately 1.3ml content has been returned to novo nordisk for evaluation. On visual examination, pen looks fine. Device was returned with nn needle attached. A large amount of air was present in the cartridge. If the needle is not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem is due to incorrect handling of the product. The reference sample was found to be normal. The results were found to comply with specifications. The batch documentation has been reviewed and found to be normal. Company comment: stress, emotional distress and anxiety are assessed as unlisted events according to the novo nordisk current ccds in ozempic. Relevant information on medical history, psychiatric disorder, concomitant medications, and lifestyle are unavailable for complete causality assessment. Patient developed anxiety and stress due to possibility of incomplete dose administered as he noticed air bubble in the cartridge. However, upon investigation of the returned sample, it was found that ozempic pen was stored with needle attached. If the needle is not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem is due to incorrect handling of the product. This single case report is not considered to change the current knowledge of the safety profile of ozempic. Final manufacturer's comment: 09-feb-2023: one used ozempic pen with approximately 1.3ml content has been returned to novo nordisk for evaluation. On visual examination, pen looks fine. Device was returned with nn needle attached. A large amount of air was present in the cartridge. If the needle is not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem is due to incorrect handling of the product. The reference sample was found to be normal. The results were found to comply with specifications. The batch documentation has been reviewed and found to be normal. 09-feb-2023: the suspected needle (2 unused novofine and 1 used novofine) has been returned to novo nordisk for evaluation. A visual examination of the returned product was performed. With respect to back needle. There were no abnormalities related to the back needle. Flow rate test to determine the flow through the needle tube. The unused and used needle met specification. During examination of the product, no irregularities related to the complaint were detected. Since no faults were found on the returned device (novofine needle) and only very limited information regarding the patient's handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. References included: reference type: e2b authority number. Reference ID#: gb-mhra-defect-202210241515193130-hbsql. Reference notes: mhra (medicines and healthcare products regulatory agency), gbr. Reference type: e2b linked report. Reference ID#: gb-novoprod-984339. Reference notes: same patient. Reference type: mw 3500a MFR. Rpt. # reference ID#: 9681822-2023-00001. Reference notes: medwatch 3500a MFR. Report number. H3 continued: evaluation summary: novofine plus 4mm (32g) batch no: me61047-1 a visual examination of the returned product was performed. Microscopic examination performed. 1 used needle. A visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. Flow rate test to determine the flow through the needle tube. The unused an used needle met specification. During examination of the product, no irregularities related to the complaint were detected

Event description:
Stress [stress]. This has caused him some distress over the weekend [emotional distress]. Anxiety [anxiety]. Air bubble in the prefilled syringe, so he stopped and did not receive the full dose of his medication [liquid product physical issue]. Jamming pen / spring load jammed [device mechanical issue]. They didn't get the full dose [device delivery system issue]. Case description: this serious spontaneous case received via regulatory authority from the united kingdom was reported by a pharmacist as "stress (stress)" beginning on oct-2022, "this has caused him some distress over the weekend (emotional distress)" beginning on oct-2022, "anxiety (anxiety)" beginning on oct-2022, "air bubble in the prefilled syringe, so he stopped and did not receive the full dose of his medication (liquid product physical issue)" beginning on oct-2022, "jamming pen / spring load jammed(device mechanical jam)" beginning on oct-2022, "they didn't get the full dose (inaccurate delivery by device)" beginning on oct-2022, and concerned a 62 years old male patient who was treated with ozempic 1.0 mg (semaglutide) (dose, frequency & route used-1.00 mg, qw, subcutaneous) from on (B)(6) 2022 and ongoing for "product used for unknown indication", novofine plus 4mm (32g) (needle) from unknown start date for "device therapy". Patient's height, weight and body mass index (bmi) was not reported. Dosage regimens: ozempic 1.0 mg: on (B)(6) 2022 to not reported (dosage regimen ongoing); novofine plus 4mm (32g): medical history was not provided. Approximately on (B)(6) 2022 on or around the date the patient attempted to use prefilled needle and on an unknown date the needle stopped half way injecting the medication and patient immediately withdrew the needle, causing the concern as the patient did not receive full medication. The next day the patient informed general practitioner they agreed there was a fault on the device. It was reported that patient decided not to administer the full dose and instead reported the incident to his gp. The gp issued a new prescription for the same item which the patient was using without issue. On an unspecified date of oct-2022, patient when pulling the needle out, noticed the contents of the applicator was still half full of solution. Checked the applicator and noticed there was an air-bubble in the solution it was reported that the air bubble in the medication could have killed the patient. On an unspecified date of oct-2022, this has caused patient stress, anxiety which caused him some distress over the weekend and was hospitalized. It was reported that it was a defective needle which didn't work but the caller stated the spring load jammed. Batch numbers: ozempic 1.0 mg: mp5d322, novofine plus 4mm (32g): me61047-1. Action taken to ozempic 1.0 mg was reported as no change. On oct-2022 the outcome for the event "stress (stress)" was recovered. On oct-2022 the outcome for the event "this has caused him some distress over the weekend (emotional distress)" was recovered. On oct-2022 the outcome for the event "anxiety (anxiety)" was recovered. On oct-2022 the outcome for the event "air bubble in the prefilled syringe, so he stopped and did not receive the full dose of his medication (liquid product physical issue)" was recovered. The outcome for the event "jamming pen / spring load jammed (device mechanical jam)" was not reported. The outcome for the event "they didn't get the full dose (inaccurate delivery by device)" was not reported. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: mhra (medicines and healthcare products regulatory agency), gbr. Reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Company comment: stress, emotional distress and anxiety are assessed as unlisted events according to the novo nordisk current ccds in ozempic. Relevant information on medical history, psychiatric disorder, concomitant medications, and lifestyle are unavailable for complete causality assessment. Patient developed anxiety and stress due to possibility of incomplete dose administered as he noticed air bubble in the cartridge. However, upon investigation of the returned sample, it was found that ozempic pen was stored with needle attached. If the needle is not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem is due to incorrect handling of the product. This single case report is not considered to change the current knowledge of the safety profile of ozempic. Preliminary manufacturer's comment: on (B)(6) 2023: one used ozempic pen with approximately 1.3ml content has been returned to novo nordisk for evaluation. On visual examination, pen looks fine. Device was returned with nn needle attached. A large amount of air was present in the cartridge. If the needle is not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem is due to incorrect handling of the product. The reference sample was found to be normal. The results were found to comply with specifications. The batch documentation has been reviewed and found to be normal. On (B)(6) 2023: the suspected needle (2 unused novofine and 1 used novofine) has been returned to novo nordisk for evaluation. A visual examination of the returned product was performed. With respect to back needle. There were no abnormalities related to the back needle. Flow rate test to determine the flow through the needle tube. The unused and used needle met specification. During examination of the product, no irregularities related to the complaint were detected. Since no faults were found on the returned device (novofine needle) and only very limited information regarding the patient's handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events.